Manufacturer narrative:
We received one dpt with an attached IV set and non-ew pressure tubing for examination. The reported event of pressure measurement issue was not confirmed. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from the dpt cable connector. Lot number was not provided, therefore review of the manufacturing records could not be completed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the dpt showed an abnormal value even though there was no problem zeroing. The cvp value indicated on the phillips patient monitor was 40mmhg, although the expected value was around 10mmhg. The pressure waveform was showing a high value, but it is unknown whether the value and waveform matched or not. An error message was not observed. The pressure monitoring kit was exchanged immediately, therefore, the patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.